Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information received reports that the analysis shows that the inability to charge the ipg was not confirmed. Device passed all testing and was able to charge with lab devices. Therefore this is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the analysis shows that the the inability to charge the ipg was not confirmed. Device passed all testing and was able to charge with lab devices. Therefore this is no longer reportable.